Event description:
It was reported that iab was inserted in 05. The following day, iabp began to experience frequent helium loss alarms during pt movement. Iabp reset after each alarm. The following day, serous fluid was seen in helium tubing. Later in evening, iabp again experienced helium loss alarms. Blood was then seen in helium tubing. Pump was shut down and dr. Removed iab. Upon removal, balloon was noted to be "shredded". Pt expired approx. 1 hr later. Clinicians noted pt had extremely grim diagnosis. Drs decided not to remove iab after initial alarms due to pt's unstable condition and anticoagulation meds. Clinicians indicated iab & iabp operated as indicated and iab did not contribute to pt's death.

Event description:
It was reported that iab was inserted in 2005. The next day, iabp began to experience frequent helium loss alarms during pt movement. Iabp reset after each alarm. The following day, serious fluid was seen in helium tubing. Later in evening, iabp again experienced helium loss alarms. Blood was then seen in helium tubing. Pump was shut down and dr removed iab. Upon removal, balloon was noted to be "shredded". Pt. Expired approximately 1 hour later. Clinicians noted patient had extremely grim diagnosis. Doctors decided not to remove iab after initial alarms due to patient's unstable condition and anticoagulation neds. Clinicians indicated iab & aibp contribute to patient's death.